Event description:
It was reported that the anesthesia system failed the flow transducer test during system check out. The device logs contained technical error codes indicating a difference between the measured fresh gas pressure and inspiratory/expiratory pressure. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by the company field service engineer at the hospital. The fresh gas o2 module was concluded to be defective and was replaced, which solved the reported issue. The replaced part was sent in for investigation and the reported issue with the flow transducer test could be reproduced. The received logs confirm the reported flow transducer test failure. The fresh gas o2 module delivered a greater flow than expected leading to the failure of the flow transducer test. The received logs contain two technical error codes indicating a difference between the measured fresh gas pressure and inspiratory/expiratory pressure. It is likely that the defective fresh gas o2 module caused the generation of the two technical error codes and the flow transducer test failure. The true cause why the oxygen fresh gas module failed has not been determined.